Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that premature detachment did not occur in packaging. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for arteriovenous malformation with embolization, and prior to the procedure, the apollo catheter tip ripped and experienced premature detachment. The device and accessory devices were prepared and flushed as indicated in the instructions for use, and no friction or difficulty occurred during injection. No force was applied during removal, and the catheter tip was not entrapped or stuck. No vasospasm, surgical, or medicinal intervention was required, and the event did not occur during onyx injection. The product was replaced. No patient complications have been reported as a result of this event. Ancillary devices include squid 12/18 liquid embolic.

Manufacturer narrative:
H3. Product analysis: equipment used: vis m-81805, 203cm ruler m-83360 as found condition: the apollo catheter was returned for analysis within a shipping box, inside of a sealed paper biohazard pouch, a sealed plastic biohazard pouch and within an opened apollo inner pouch. Damage location details: no damage was found with the apollo catheter hub. The apollo catheter body was found to be damaged, with a bent found at ~31.7cm, kinked found at ~78.8cm, and damaged at ~150.5cm from the hub; in addition, a possible rupture was found at ~150.5cm during microscopic inspection. The damage has a volcano-like characteristic. The apollo catheter distal detachable tip was found to be attached to the apollo catheter distal shaft. No damage was found with the distal shaft or the detachable tip. No other anomalies were observed. Testing/analysis: during testing and attempt to flush the apollo catheter failed, as no water was able to exit the distal tip. No further testing was performed. Conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was unable to be confirmed , as the apollo catheter was returned damaged; however, the detachable tip was found to be intact with the distal shaft. Therefore, no possible cause was able to be determined. The report mentions that ¿no friction or difficulty occurred during injection¿, this could not be confirmed, as the device failed to be flushed during testing. The squid 12/18 liquid embolic used in the procedure was not returned. Regarding the damage, possible catheter body damage can occur if the device is advanced against resistance. No mention of a continuous flush being administered during the procedure was reported. No force was applied during removal, and the catheter tip was not entrapped or stuck. No vasospasm, surgical, or medicinal intervention was required. The device and accessory devices were prepared and flushed as indicated in the IFU. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.